Manufacturer narrative:
The field service engineer replaced the reservoir tubing kit and primed reagents. The cleancell dispense continues to have bubbles and it was found a tubing was not installed correctly. He replaced the degasser, pinch valves, and syringe body. The last calibration was performed on (B)(6)2021 for ferritin and b12, (B)(6)2021 for tsh, and (B)(6) 2021 for ft3. All calibrations were acceptable. The qc recovery was acceptable. No indication of a reagent issue. The alarm trace contained an abnormal aspiration alarm and sample short alarm noted near the time of the event. This is an indication of poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ferritin, elecsys vitamin b12 immunoassay, elecsys tsh assay, and elecsys ft3 iii results for 64 patients with the cobas e 801 module. The reporter provided the following examples of questionable results for 2 patient samples: patient 1: the initial ferritin result was 0 ng/ml. The repeated result was 10.20 ng/ml. The initial vitamin b12 result was <150 pg/ml with a data flag. The repeated result was 1171.0 pg/ml. Patient 2: the initial tsh result was 0.9 uiu/ml. The repeated result was 2.71 uiu/ml. The initial ft3 result was 0.99 pmol/l. The repeated result was 3.66 pmol/l. The questionable results were reported outside of the laboratory. The ferritin lot number was 49034900, the vitamin b12 lot number was 48601800, the tsh lot number was 51583000, and the ft3 lot number was 51008200. The expiration dates were requested but not provided.